Event description:
It was reported that the anchor sleeve of the right ventricular (rv) lead would not move prior to implant attempt and despite an extensive fluid bath. When it finally did move, the sleeve pushed against the lead superior vena cava (svc) coil. Coil damage was suspected and an indentation was noted by the coil on the lead body. The lead was never implanted and an alternative rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned for analysis. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).